Manufacturer narrative:
Correction: a6. Black or african american plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. One photograph was provided showing the lot number/label of the dialyzer. The dialyzer shows indication that is was used for treatment. No defect or leak is visible in the photograph. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A fresenius canada complaint representative reported that a dialyzer blood leak occurred at an unknown point after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine alarmed appropriately with a blood leak alarm. It is unknown if blood leak test strips were used. Blood was visually observed within the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 225 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. It is unknown if the patient completed their treatment. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius (B)(6) complaint representative reported that a dialyzer blood leak occurred at an unknown point after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine alarmed appropriately with a blood leak alarm. It is unknown if blood leak test strips were used. Blood was visually observed within the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 225 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. It is unknown if the patient completed their treatment. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.